Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum intermittent fill notifications occurred after filling a cartridge with an unknown amount of insulin. The customer¿s blood glucose level reached 321 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.